Event description:
It was reported that the patient underwent a revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: item: 01.04223.048 - invers/revers scr syst 4.5-48 - lot: 3199119. Item: 00-4362-025-00 - 26 mmtm rvs base plt 25m - lot: 64858559. Item: 00-4360-040-00 - tm reverse glenosphere 4 - lot: 66719826. Item: 00-4349-040-03 - 40mm poly liner plus 3mm ofs - lot: 67312629. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.